Event description:
Doctor reported that the implant fell to the ground due to lack of retention of the tool handle connection on the mount. Another implant has been placed in order to complete the procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.